Manufacturer narrative:
This device is currently not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced oozing from every incision point but the physician's initial reaction was that it was not an infection. The patient was then managed with antibiotics. Following this, the system was explanted due to infection with sepsis. No additional adverse patient effects were reported.